Event description:
It was reported that it was observed during a surgical procedure, the surgeon appeared to have problems with the target device. It was not possible to turn in the screw. Therefore, a proximal locking was not possible. The surgeon had to utilize another device to complete the surgery.

Manufacturer narrative:
Additional info has been requested, and if rec'd, will be submitted on a supplemental report.